Event description:
Cardizem bolus was ordered (5mg). IV pump set with the following settings: drug amount - 125mg, volume of dilutent - 125 cc (1: lconcentration), dose - 5mg, rate - 300cc, volume to be infused - 1cc. Alarm did not signal until bag was empty. The exact setings were duplicated on another pump and the alarm signaled after 1cc as directed. There were no adverse consequences to the pt.